Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that although the contact was not present at the time a cartridge was loaded, the contact stated the customer may have received a minimum fill notification. There was no reported impact to the customer's blood glucose. Multiple follow up attempts were made to confirm if a minimum fill notification occurred; however, the customer did not respond to follow up attempts.